Event description:
It was reported that (2) tsw35 were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that neither stapler would fire. The third stapler opened worked and the case was completed. There was no consequence to the pt.